Event description:
It was reported that insulation anomaly was noted on the right ventricular lead; the patient presented to the operating room for lead revision. The lead was capped. No further information was reported.